Event description:
The facility reported that an upgraded loaner colleague pump failed on all 3 channels on a patient in ICU. This was a male ICU patient, post open-heart surgery, using the colleague pump when all three channels failed. The patient was receiving levophed, epinephrine and dopamine (concentration, dose, rate and volume unknown) at the time of the event. The patient's blood pressure had been 90-100's and dropped to 60-70's during the event. It is unknown what interventions were used to restore the blood pressure. This was the 3rd pump utilized on this patient on the same date, which failed on all three channels.

Manufacturer narrative:
A request for the return of the device has been made. The pump is enroute to the baxter pal lab for evaluation. A follow up report will be filed upon completion of an evaluation or if any additional information is obtained.